Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing network connectivity issues due to incorrect or suboptimal network speed settings. Specifically, the network adapter was set to auto negotiation, which did not establish a stable connection. This led to slow login times, inability to view current patients, failure of remote access tools (rss, ping, and port tests). The network speed was manually changed from auto negotiation to 100 mbps half duplex. After this change the station could log in successfully using bioid and patients became viewable once an anesthesiologist logged in. The overall functionality of the station was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.